Event description:
High peak pressure alarm going off on ventilator. Pt checked and suctioned, alarm continued. Vent checked and tube that activated exhalation valve found to be disconnected, this tubing is behind access cover and not in plain view.